Event description:
It was reported that during the unk surgery; a segment of the trocar seal was found to be missing. An internal search was conducted within the patient¿s body; however, the missing fragment could not be located. The attending professor expressed concerns regarding the durability of the product. Additionally, verification was performed to determine whether the fragment had exited the patient¿s body, but this could not be confirmed.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2026 d4: batch # 606d66. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a sleeve with the universal seal damaged, the veils of the sample is broken and detached, the sample is completely full of fluids. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device 606d66 batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure being performed? Could you please specifically describe which seal and or piece was broken off? Please describe the damage/broken off part color. When was the damage noticed? (At the beginning, middle or end of the procedure) did any pieces fall into the patient? If yes, were they retrieved? How long was the case? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.